Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. To resolve the issue, the customer changed the cartridge and infusion set tubing. Subsequently, the customer received a cartridge alarm 25 (removed cartridge alarm). The customer reported having used 200 units to fill the cartridge, and during the fill tubing process, a minimum fill notification occurred. The customer's blood glucose level was 600 mg/dl, and was addressed by administering a manual injection. A new cartridge was loaded successfully.